Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/14/2013 with the following findings: there was no evidence of load step malfunction in the black box. Several loss of primes with both zero and non-zero low force recorded. The black box for the time of the complaint was over written. Investigators performed pump rewind, load, and prime with no loss of prime. Ran load step with a cartridge set to 100 units. After load the pump displayed 100 units. Force sensor calibration reading was within specifications. Investigators opened pump and removed from case. Inspected force sensor circuits and flex cable. There was no defect found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.